Event description:
It was reported to philips that the power is not functioning. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Processor pca was returned to fa lab for failure analysis. The pca passed all tests during op check and general testing. It is concluded that no fault found for the processor pca.